Event description:
It was reported that atrial lead had become dislodged. No patient symptoms were reported. The lead was repositioned. The patient was in stable condition throughout the event.

Manufacturer narrative:
(B)(4).